Manufacturer narrative:
An event of "the right disc went into the pfo tunnel and needed to be snared" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 25 mm amplatzer pfo occluder was selected for implant. When the device was released from the delivery cable, the right disc went into the pfo tunnel and needed to be snared. The device was removed from the patient and replaced with a gore occluder. The patient was discharged.